Event description:
A report was received that a patient had an infection at the pocket site. The patient's symptom was drainage at the pocket site. The physician prescribed the patient oral antibiotics and does not feel that it was device or procedure related.